Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A video of the reported water leak has been provided to livanova and its analysis revealed that the water was dropping on the floor. A livanova field service representative was dispatched to the facility to investigate the device. He identified that the leak was coming from the cardioplegia outlet internal tubing at the level of the t-shape connector. He replaced the tubing set and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water. The issue was identified after a procedure. There was no report of patient injury.